Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Post-paced t-wave oversensing was noted on the ventricular lead. An increase in the post-paced threshold was suggested. The patient was asymptomatic.